Event description:
It was reported that the synthes drill was discovered to be missing blue rings during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the synthes drill was discovered to be missing blue rings during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event, missing blue ring, was confirmed. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure.